Event description:
It has been reported to philips that the flexvision monitor was not working. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on-site and replaced the flexvision pc which returned the system to good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the exam room monitor was not displaying. Review of the system log file confirmed the errors with the flex viewing pc. The fse replaced the flex viewing pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.